Event description:
It was reported that when using the stapler for an intestinal resection, it does not staple, and it blocks.

Manufacturer narrative:
(B)(4). Batch # unk. Concomitant medical products: sr75 lot # 305a93. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reload lock out and would not work? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Did the device staple, but there was no cut line? Did the reload begin to staple and cut, but then jammed? Was the device fired across a staple line? Please provide details as to how the reload did not work. If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.